Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000155982.

Event description:
It was reported that after perm implant procedure patient developed neurological deficit with limited movement in the lower extremities and inability to walk in the post-op area. Patient was taken to the hospital and an MRI was done which confirmed there was an epidural hematoma. Surgical intervention was undertaken wherein the system was explanted. Patient is in physical therapy at a rehabilitation hospital.

Manufacturer narrative:
It was reported that after perm implant procedure patient developed neurological deficit with limited movement in the lower extremities and inability to walk in the post-op area. Patient was taken to the hospital and an MRI was done which confirmed there was an epidural hematoma. Surgical intervention was undertaken wherein the system was explanted. Patient is in physical therapy at a rehabilitation hospital. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.